Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, our technician confirmed that the control body fluid damage, the lcb (light carrying bundle) fluid damage, the insertion flexible tube buckled, the light guide cable buckled, the bending rubber leak, the remote control buttons cut, the operation channel (primary) resistance, and the remote control buttons misconfigured; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of dropping into human body. Therefore based on the technical report "hr-rpt-0581(bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.